Event description:
Related manufacturer number: 3006705815-2022-15313. It was reported the patient experienced a fall on (B)(6) 2022 and later experienced high impedance issues. In turn, surgical intervention took place during which the existing lead was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Product investigation summary pi assign (B)(4) allegation statement: the returned product was investigated for unable to set ipg to MRI mode due to lead fractured. Returned products: one complete octrode (model: 3186) and swift lock anchor (model 1192). Ig001 and ap004: as received, the lead was returned complete. Microscopic inspection of the returned lead found a kink on the outer tubing and all internal wires were broken 18cm from stim end. See the attached pictures. No electrical testing was performed due to the issue visually confirmed. Conclusion: the report event of unable to set ipg to MRI mode due to lead fractured was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. The report event of unable to set ipg to MRI mode due to lead fractured was confirmed. As received, visual inspection showed the returned lead found some kinks on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer number: 1627487-2022-03945. Additional information received indicate there was also a lead anchor fracture that was explanted and replaced to address the issue.

Manufacturer narrative:
Correction section b: additional product added for this event and related manufacture number has been updated to b5 based on additional information received.